Manufacturer narrative:
Results of investigation: vyaire medical fsr went onsite to inspect and repair the unit. The root cause was could not be determined. Despite many tests performed by imt ag on similar returned parts, the issue was still not reproducible. No functional or performance issues were found in fa lab investigation. The bellavista unit was cycled for 4+ hours with previous user¿s settings and functioned as expected with no (non-sound related) alarms or warning messages. Power was cycled on and off multiple times and each time booted up and shutdown successfully with no issues, ventilation alarms, or warning messages.

Manufacturer narrative:
Vyaire medical file indentification: (B)(4) device evaluation: g2, g3, g6, h2, h3, h6 and h10 vyaire's field service technician (fst)went onsite to evaluate the customer reported issue that the display went blank during patient use. During evaluation and use of event logs it was determined the main electronics is in need of replacement. A new main electronic assembly for the bellavista ventilator was installed. The frt ran all calibrations and verification. All tests passed required criteria. Unit meets factory specifications.

Event description:
It was reported to vyaire medical that during patient use the display went black.no patient harmed.